Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was not in clinical use at the time of the event. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the system's image processing pc (ippc) was faulty. The fse replaced the ippc. The ippc was returned for analysis and the cause of the issue was determined to be a faulty motherboard. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's display image was freezing. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.